Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's implant log, the procedure included anterior and posterior repair, tvt, cystoscopy, and eua.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00117 (avaulta anterior), 9617613-2011-00061 (pelvilace). Note: this report corresponds with bard's report (B)(4) for an "avaulta posterior system".